Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the watchman truseal access system (was) was inserted, and it was kinked during the procedure. Per the physician, the kink was due to the extremely low opening of the laa, and the poor axial direction of the atrial septal puncture site and efforts were made to reverse the was under the protection of a pigtail catheter which resulted in the kink. To avoid additional risks such as exchanging the was, the physician decided to continue the procedure with the damaged device. The procedure was completed, and no patient complications occurred.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the watchman truseal access system (was) was inserted, and it was kinked during the procedure. Per the physician, the kink was due to the extremely low opening of the laa, and the poor axial direction of the atrial septal puncture site and efforts were made to reverse the was under the protection of a pigtail catheter which resulted in the kink. To avoid additional risks such as exchanging the was, the physician decided to continue the procedure with the damaged device. The procedure was completed, and no patient complications occurred.

Manufacturer narrative:
E1: physician email added.

Manufacturer narrative:
Device evaluated by MFR.: the returned watchman truseal access system was analyzed, and the reported event of sheath kink was confirmed. Device analysis consisted of the following: visual inspection of the device found a kink in the sheath 2.5-3cm proximal of the tip. Microscopic inspection of the device was performed and there was no damage or defect identified under the microscope. Product analysis confirmed the reported event as the sheath was kinked. There was no other damage or defect found. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. H6: component code changed from part/component/sub-assembly term not applicable to cover. H6 evaluation method code changed from device not returned to testing of actual/suspected device, analysis of production records. H6: evaluation result code changed from no device problem found to deformation problem. H6: evaluation conclusion code changed from cmc-no problem detected to adverse event related to procedure.

Event description:
It was reported that device damage occurred. A left atrial appendage (laa) closure procedure was being performed. During the procedure, the watchman truseal access system (was) was inserted, and it was kinked during the procedure. Per the physician, the kink was due to the extremely low opening of the laa, and the poor axial direction of the atrial septal puncture site and efforts were made to reverse the was under the protection of a pigtail catheter which resulted in the kink. To avoid additional risks such as exchanging the was, the physician decided to continue the procedure with the damaged device. The procedure was completed, and no patient complications occurred.